Event description:
It was reported that the patient presented in clinic for routine follow up. Noise was noted on stored egm and was reproducible with isometrics. Externalized conductors were observed via diagnostic imaging. The lead was extracted. The patients condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Internal insulation abrasion under the rv shock coil was noted at 5.5-6.8cm from the tip electrode. The etfe coating was intact at this location. Externalized conductors due to internal insulation abrasion were noted at 8.5-13.5cm from the tip electrode. The etfe coating was abraded and the inner coil was exposed at this location. The exposed inner coil is consistent with the observation from the field of noise.